Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing, which was observed on the intracardiac electrogram. The device remains in service. No adverse patient effects were reported.